Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: or a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident. Both photos show syringes with a white solution in the syringes. There is a white solution in the stopper ribs; none of the photos show that white solution passed the stopper. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: analysis of samples would be needed for analysis and determine a probable root cause. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that the unspecified bd¿ syringe leaked past the stopper. The following information was provided by the initial reporter: "today, we discovered multiple sizes of bd syringes were showing signs of leakage around the stopper area when drawing up liquid."